Event description:
It was reported on (B)(6) 2025, that the patient presented with grade 4 degenerative mitral regurgitation (mr) prolapsed posterior leaflet and mitral annular calcification (mac)anterior leaflet calcification (not in grasping zone) for a mitraclip procedure. During the procedure of mitraclip the clip was steered down to the valve but the initial grasp attempt did not adequately reduce mitral regurgitation (mr). Echocardiography (echo) revealed that the anterior leaflet gripper was unable to raise when an attempt was made to raise both the grippers. Further inspection with echo and fluoroscopy confirmed the anterior gripper remained down when the lever was retracted. The clip was retracted into the guide, revealing the gripper line was detached from the gripper. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 3-4 post procedure. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 08 may 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) prolapsed posterior leaflet and mitral annular calcification (mac)anterior leaflet calcification (not in grasping zone) for a mitraclip procedure. During the procedure of mitraclip (cds0706-nt; 50203a1004), the clip was steered down to the valve but the initial grasp attempt did not adequately reduce mitral regurgitation (mr). Echocardiography (echo) revealed that the anterior leaflet gripper was unable to raise when an attempt was made to raise both the grippers. Further inspection with echo and fluoroscopy confirmed the anterior gripper remained down when the lever was retracted. The clip was retracted into the guide, revealing the gripper line was detached from the gripper. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 3-4 post procedure. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issues and detached gripper line from suture knot were confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported gripper actuation issue is a cascading event of the reported detached gripper line from the suture knot. The investigation determined the detached gripper line from the suture knot to be related to a potential product quality issue. Abbott will continue to trend the performance of these devices.